Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg pocket site was relocated and the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of explant should have been (B)(6) 2021 rather than (B)(6) 2021. The reported pain at the ipg site was not confirmed. The ipg was returned without any visible anomalies or damage. It successfully bonded with a lab cp. The universal engineering programmer (uep) inductive tool showed the device was in the therapy application state and functional. When attached to a 1k ohm load block, programmed and monitored with an oscilloscope, it did not display any anomalous outputs when stimulation was on as well as off. The device was tested to manufacturing specifications using the ate and passed all tests. No physical or functional anomaly that existed prior to explant that would contribute to the reported issue was observed. The returned ipg functioned as intended. The root cause of the issue could not be determined.